Event description:
It was reported that the customer experienced a cartridge alarm 20 during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer service assisted the caller in loading a new cartridge using the proper technique, which allowed the customer to successfully resume insulin therapy, and the issue was resolved.